Event description:
The reporter called and alleged discrepant results when compared to the lab on three pts. The reported device results were 6.6 (different meter 5.8), 8.0 (different meter 7.7) and 7.2 inr. The corresponding lab results reported were 3.4, 5.8 and 5.1 inr. The doctor adjusted coumadin dosages because the results were out of therapeutic range. The device was replaced and requested to be returned for eval.

Manufacturer narrative:
Two meters were involved and two medwatch reports are being submitted: 1823260-2006-03735 and 03736.